Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00654. It was reported that stent dislodgement occurred. The target lesion was located in the calcified obtuse marginal (om) artery. A 2.5 x 12 apex balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. A 2.5 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent was stripped off the delivery system into the artery. Wire placement was then lost. The physician re-wired the artery and a 2.5 x 8 apex balloon catheter was inflated and smashed the dislodged stent into the wall of the om. A 2.75 x 16 synergy drug-eluting stent was deployed successfully in the om where the previous stent embolized and a 4.0 x 20 nc apex balloon was used for post dilatation and to smash the portion of the 2.5 x 12 synergy stent that was protruding into the circumflex. The procedure was then completed. No further patient complications were reported and the patient's status was fine.